Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked out of the tubing during the fill tubing step. During troubleshooting with tandem's technical support, the customer was able to secure the luer lock connection and resume insulin therapy to address the event. The customer's blood glucose level was 86 mg/dl.